Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-06128. The pt had two leads implanted with the same lot number. It was reported the pt experienced excessive heating at his ipg site while charging. The pt also stated his scs system shocked him with stimulation on and off. The pt's entire scs system was removed.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.